Event description:
In 2006, a clinical incident was reported to arthrocare corporation. Following a shoulder debridement, it was reported the patient sustained two burns to her left shoulder near the cannula through which the device resided. The first burn measured approximately 2" x 2" in size and the second burn measured approximately 9" x 1/4" in size. The burns were treated by debridement and silvadene. The patient is reported to be doing well. An operative report was provided three months later, in which it was reported the physician believes the burn was caused by fluid from within the intra-articular region leaking out through the anterior portal. The patient continues to undergo treatment of the burn with silvadene and there are no signs of infection. Shoulder pain is minimal.

Manufacturer narrative:
A super turbovac arthrowand and atlas controller were used in the left shoulder arthroscopy procedure. The super turbovac arthrowand was discarded and not available for investigation. See medwatch 2951580-2006-00043 submitted on 09/08/2006 report filed for the super turbovac arthrowand. The investigation of the atlas controller is summarized in this medwatch report. The atlas controller returned for this report was tested according to arthrocare's test procedure which includes checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Based on the testing performed and the information provided by the user facility, no conclusion can be made as to the cause of the burn to the patient.